Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Extension has broken wires in the header and fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system including a lead extension. It was reported that the extension has invalid impedances on two contacts. The extension was replaced on (B)(6) 2009 which resolved the issue. The explanted extension was returned to the MFR for eval. No further info is available.